Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that the patient had pain in both legs and MRI was going to be performed to check for a possible granuloma. The pump was used to infuse dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.